Event description:
The customer reported that they received an erroneous result for one patient sample tested for ethanol gen.2 (etoh). The sample initially resulted as 0.9 mg/dl and this value was reported to the physician. The physician questioned the result, so the sample was repeated. The repeat result was 104.7 mg/dl and this result was accepted by the physician. No adverse events were reported. The etoh reagent lot number was 609070. The reagent expiration date was asked for, but not provided. A specific root cause could not be determined. Additional information required for investigation was requested, but not provided. The most probable cause of the issue is insufficient sample pipetting. The cause may be related to pre-analytical sample handling. The customer has not made any similar complaints since the event.

Manufacturer narrative:
This event occurred in (B)(6).